Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016, so no UDI required.

Event description:
Philips received a complaint on a suresigns vs2+ nbp/spo2 indicating the monitor gives incorrect blood pressure readings. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing. The results of the analysis indicate there was only a one-point difference between the measurement obtained with this device and other equipment; therefore, it was within specifications. Based on the results of the analysis, the product malfunction was unable to be confirmed. However, as the issue was reported to be intermittent, the mainboard was replaced and calibration was performed in accordance with the service manual as a precaution. The product is back in service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.